Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.